Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt/check belt messages, add gel/replace belt messages) has been confirmed. Upon investigation the cable connecting ECG c and d and the cable connecting ECG a, b and the front te were cut, severing all wires in the cable sections. The cause of the messages were the cut wires. The root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was causing constant "check belt" messages, and "add gel" and "replace belt messages" without prior gel release.